Manufacturer narrative:
Information provided indicates that the device will be returned for evaluation but has not yet been received. If received, a follow-up report will be filed upon completion of the evaluation. Review of manufacturing history records was not possible as the lot number was not provided. Review of complaint history did not identify a trend for reports of this nature for this part number. As the root cause for the tip breakage could not be determined, and no trend was identified, the need for corrective action was not indicated.

Event description:
It was reported that during a procedure performed on (B)(6) 2016, the bone was prepared using the 8.5mm ha coated tap assembly and while inserting a 8.5mm reform ha coated pedicle screw, the tip of the reform driver w/mechanical lock (hxx-39-0001) broke. The tip was able to be removed from the screw and the procedure was completed utilizing the second driver available in the set.